Event description:
A pt's one touch basic meter was not turning on. They had "low sugar symptoms." They stated that they went to the hosp because their meter was not turning on. When they went to the hosp, they were given something to eat and was told to eat more food. There are no test results documented. Also, it is unk how long their meter was not turning on. This issue was not resolved with troubleshooting. The pt's phone number is disconnected. A letter is sent to try and contact them to obtain more info.